Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported by a healthcare professional that the patient experienced major issues with an allergy to omnipod 5, that they have tried everything, but they have decided to not use the pump anymore. No blood glucose values were provided and no further information was reported.